Event description:
It was reported that pump displayed a cartridge change error. Customer's blood glucose level displayed ¿High¿ and no specific value. Customer gave a correction injection using manual injections, did not need emergency help. Technical Support assisted caller with reloading cartridge; issue was resolved when customer successfully completed load process and resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.